Event description:
The customer reported that the monitor would not power on. The field engineer noted that the workstation would not power on. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.